Event description:
It was reported that a temperature displayed lower than the associated axillary temperature. Sensica was displaying that temperature was not connected, even though the temperature sensing foley was fully inserted. Checked sensica connection with temperature simulator tool (ysi 400 thermistor set) at the temperature of 26.6c, 33.0c, and 38.0c and the sensica was reporting temperatures within the accuracy of +/- 0.1c. While checking the temperature values as shown above, the unit that hesitated from changing between two screens for approximately 30 seconds when the expected change was almost instant. Nurse conveyed that they prepped this unit for a patient that wasn't transferred yet, they were on the screen that checks to see if the tube, bag, and ring are connected. Even though no tube was inserted into the tubing holder the tube check mark was selected for a brief period of time before going back to not being checked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak or thermistor chip too weak or handling damaged". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex temp-sensing catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a temperature displayed lower than the associated axillary temperature. Sensica was displaying that temperature was not connected, even though the temperature sensing foley was fully inserted. Checked sensica connection with temperature simulator tool (ysi 400 thermistor set) at the temperature of 26.6c, 33.0c, and 38.0c and the sensica was reporting temperatures within the accuracy of +/- 0.1c. While checking the temperature values as shown above, the unit that hesitated from changing between two screens for approximately 30 seconds when the expected change was almost instant. Nurse conveyed that they prepped this unit for a patient that wasn't transferred yet, they were on the screen that checks to see if the tube, bag, and ring are connected. Even though no tube was inserted into the tubing holder the tube check mark was selected for a brief period of time before going back to not being checked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that a temperature displayed lower than the associated axillary temperature. Sensica was displaying that temperature was not connected, even though the temperature sensing foley was fully inserted. Checked sensica connection with temperature simulator tool (ysi 400 thermistor set) at the temperature of 26.6c, 33.0c, and 38.0c and the sensica was reporting temperatures within the accuracy of +/- 0.1c. While checking the temperature values as shown above, the unit that hesitated from changing between two screens for approximately 30 seconds when the expected change was almost instant. Nurse conveyed that they prepped this unit for a patient that wasn't transferred yet, they were on the screen that checks to see if the tube, bag, and ring are connected. Even though no tube was inserted into the tubing holder the tube check mark was selected for a brief period of time before going back to not being checked.